Manufacturer narrative:
Correction to field h6 impact codes - added f08 hospitalization or prolonged hospitalization code as it was missing from initial MDR submitted. Initial reporter's phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the deep brain stimulation (dbs) patient enrolled in clinical study a4010 experienced a loosened suture at the site of the implantable pulse generator (ipg) which was moderate in severity. The patient was admitted to the hospital and underwent a surgical revision of the lateral suture. The patient was doing well post operatively. The event resolved and the patient was discharged.

Manufacturer narrative:
Initial reporter's phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the deep brain stimulation (dbs) patient enrolled in clinical study (B)(4) experienced a loosened suture at the site of the implantable pulse generator (ipg) which was moderate in severity. The patient was admitted to the hospital and underwent a surgical revision of the lateral suture. The patient was doing well post operatively. The event resolved and the patient was discharged.